Event description:
It was reported that the pulse generator exhibited capture anomalies causing pacing inhibition; noise reversion episodes were also noted. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.